Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated continuous flush was maintained for the duration of the procedure. An microcatheter was used to advance the stent. No excessive force was applied at any point while advancing the stent within the microcatheter, it was done as normal. The patient's vessels were a little tortuous. The device was re-sheathed but the re-sheathing was not successful. A additional surpass was successfully released after replacement. The angiogram follow-up indicates the stenosis reported as below: the ae term was re-narrowing following left internal carotid artery stent placement, the ae description was stent lumen patent with severe in-stent stenosis; the left vertebral artery is non-dominant with luminal stenosis; no significant stenosis is observed in remaining vascular branches. The adverse event (ae) start date was (B)(6) 2026. It is probable the ae was related to the investigational device. The patient treatment for the stenosis was the physician recommended balloon angioplasty, which the patient and family declined after consideration. The patient was continued on aspirin enteric-coated tablets 100 mg ticagrelor tablets 45 mg. No cerebral ischemic symptoms were noted to the patient due to the in-stent stenosis. The patient was discharged on (B)(6) 2026, with instructions to return for follow-up in 6 months. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the in-stent stenosis event.

Event description:
It was reported in the clinical trail at post-procedure angiogram follow-up the patient suffered stenosis with probable relation to the subject stent. No other information is available.